Event description:
It was reported that within a day of implant, the right ventricular (rv) lead exhibited rising thresholds. The physician attempted to reposition the lead, but the lead was accidentally removed from the heart. The lead was explanted and a new lead was implanted on the opposite side, as the physician was unable to regain vascular access to the original implant site. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 implantable pacing lead, -(B)(6) 2014. (B)(4).